Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that that after using the mobile programmer application to assist with the implant of an implantable cardioverter defibrillator (ICD), the patient experienced an inadvertent shock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after using the mobile programmer application to assist with the implant of an implantable cardioverter defibrillator (ICD), the patient experienced an inadvertent shock. It was further reported that paperwork was being completed on top of the host tablet while the mobile programmer application session remained open. The host tablet registered tapping on the screen through the paper, and emergency mode was activated on the ICD. The shock did not put patient into an arrythmia. The session was saved after confirming normal lead and device function and the session was ended. No further patient complications have been reported as a result of this event. Application version: 3.23.5 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.